Manufacturer narrative:
(B)(4).

Event description:
The surgeon mentioned that someone contacted their office regarding vns removal due to infection for this patient. Additional information was received on 10/4/2016 that the patient has been referred for explant due to an infection at the vns site. The infection was reported to have been present for the past 10 months. A review of device history records showed that the generator was sterilized prior to distribution. Additional relevant information has not been received to date.

Event description:
Patient underwent explant of vns device on (B)(6) 2016. The explanted devices has not been received to date. The physician was informed of the infection by patient's sister, who reported about the patient's ER visit findings. The infection is in the neck area and the cause is unknown.

Manufacturer narrative:
Exp date, corrected data: 05/31/2002. Supplemental MDR #1 inadvertently listed the implant date instead of the expiration date. If implanted, give date, corrected data: (B)(6) 2000. Supplemental MDR #1 inadvertently did not list the correct implant date.

Event description:
Per the surgeon's office, patient was picking at it from day 1 after implant and would not keep hands off of it. It was hard to keep the incisions covered as a result and that was the cause of the infection. It was managed until the point of removal on (B)(6) 2016. Patient was supposed to follow up a week after (B)(6) 2016 but postponed it and was seen on (B)(6) 2016. Per the notes, patient is doing well.

Event description:
Additional information was received that only the generator was removed and that the lead was coiled up and secured in the chest so that it could not migrate. The caregiver reported that the patient had a hard time with the infection (she reported it was so bad that it had traveled up the wire) and an open wound after implant of the vns. Patient had an open wound at the vns incision site. Because of the wound, the patient has been in wound care therapy until the device was removed. The wound was reportedly still present, but was described as an open wound about the size of an eraser that still had fluid discharge. The wound was reported to be almost fully healed. The open wound and extrusion of the device is reported in MFR. Report # 1644487-2015-05354.

Event description:
Additional information was received that the patient keeps getting chronic infections and that the skin over top of the leads has ulcerated. Patient has been known to pick up at the incision sites. The lead was removed as a result.